Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned hybrid offset shell inserter confirmed that the hex bolt was missing from the shell inserter frame, and not returned for evaluation. The wavo washer was missing. Multiple indentations were noticed near the bolt region. Review of device history records identified no deviations or anomalies in the manufacturing process. This device is used for treatment. Review of the complaint history indicated no prior complaints associated with the part-lot combination of the returned device. Based on the manufacturing date, the reported device has a field life of approximately 2 years 3 months. The frequency of use of this instrument is unknown. Additional information obtained confirmed that the bolt was already disassociated and noticed when the surgeon tried to use the inserter. The reporter could not confirm if the bolt fractured into more than one piece, or disassociated as one piece. It could not be verified if the surgeon was using the proper adapter. Visual inspection confirmed that the bolt head had overrun the weld pin and translated further, resulting in disassembly of the bolt from the frame. Previous investigation has identified that the reported failure mode occurs when the adapter cap is not in place to restrict the axial travel of the bolt. The failure mode of bolt disassembly in the hybrid offset shell inserter was previously investigated. With the information provided a definitive root cause cannot be determined.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the threaded portion of the acetabular shell inserter was dropped out of the instrument.